Event description:
It was reported that an alert/notification settings issue occurred. On 06/18/2025, it was reported that the patient experienced an alert/notification issue and between 7:30 to 8:00 pm, the patient was preparing for bed and then suddenly passed out. The patient¿s partner administered glucagon to the patient and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 25 mg/dl while the cgm device was reading low mg/dl. However, it was reported that the patient¿s cgm receiver never alerted the patient to her hypoglycemic state. Ems treated the patient with IV glucose and the patient regained consciousness after approximately 20 minutes. Once the patient was able, the patient ate a banana and a cookie. After this, the patient began to feel better. The patient recovered at home and was not transported to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced an alert/notification issue and between 730-8pm, the patient was preparing for bed and then suddenly passed out. The patient¿s partner administered glucagon to the patient and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 25 mg/dl while the cgm device was reading low mg/dl. However, it was reported that the patient¿s cgm receiver never alerted the patient to her hypoglycemic state. Ems treated the patient with IV glucose and the patient regained consciousness after approximately 20 minutes. Once the patient was able, the patient ate a banana and a cookie. After this, the patient began to feel better. The patient recovered at home and was not transported to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.